Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 186 mg/dl and their sensor glucose read 56 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported seeing bent cannulas on their previous sensors. The customer also reported possible scar tissue on their body that may have caused the inaccurate readings. Customer's sensor will be replaced. No additional information provided.